Manufacturer narrative:
The reported complaint is confirmed. The returned 00mlx light source is in used condition with a failing lamp module and power supply. To resolve all issues, the power supply and ball bearing were replaced, and the turret was lubricated to restore function of the turret. This unit passed burn in and all final tests including electrical safety. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the xenon lightsource (00mlx) was blowing fuses. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.